Manufacturer narrative:
The device was not returned for analysis as it was implanted in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. This is not a device related issue but a procedure related issue.

Event description:
Medtronic received information that during coiling treatment of an aneurysm a portion of this coil protruded into parent vessel. It was reported that the microcatheter pushed the coil tail out of the aneurysm. No further information was provided. No patient complications were reported.